Manufacturer narrative:
Concomitant medical products: unknown-unknown head-unknown. Unknown-unknown cup-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01316, 0001822565-2020-01317. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient was revised 17 years post implantation due to acetabular loosening, migration and taper corrosion. During the procedure the head, cup, and stem were all revised. The stem was well fixed despite marked proximal femoral lysis in greater trochanteric area. Anterior capsule was partially intact. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on reported event at this time.

Manufacturer narrative:
Final: this follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.